Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and ER visit. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient visited the emergency room (ER) due to an infection at insertion site after wearing the pod longer than 48 hours on the abdomen. The patient stated that she had to change the pod because she ran out of insulin and then noted that her skin came off with the adhesive, the site was painful and green around the area, she cleaned it and placed a new pod on her leg. The patient experienced changes in her blood glucose (bg) levels, performed a bolus correction and went to the doctor at 16:40. The patient's blood glucose history is as follows: (B)(6). At the hospital, she was prescribed antibiotics (flucloxacillin) for a week to treat the infection and was advised to keep an eye on her temperature.